Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that catheter-related vasospasm' was experienced post procedure after the implantation of an artisse device. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 6.6mm and a 4.5mm neck di ameter. It was reported that a 'catheter-related vasospasm' on an initial vertebral artery angiogram, noted a 'moderate' and involving the m idportion of the v1 segment. The 'catheter-related vasospasm' was treated with an intra-arterial infusion of 10mg of verapamil. A delayed follow-up angiogram demonstrated overall significant improvement. Per angiography, there was no evidence of contrast extravasation, arterial dissection, or other catheter-related arterial injury. There has been no assessment for the product/therapy/procedure relatedness made by the investigator, sponsor, and cec.